Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 372983 was performed. The strip lot met release criterial and performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. It was reported that the customer has cancer. This may impact the performance of the assay. A root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation is pending.

Event description:
The event occurred in (B)(6). The customer alleged a variance between the inratio inr result (1.3) and the laboratory inr result (2.0). The time between testing was three (3) hours and the therapeutic range was 2.0 - 3.0. The customer tests monthly and this was the first comparison testing performed. There was no reported adverse patient sequela. There was no additional information provided.